Event description:
It was reported that the balloon of a folfusor burst during filling. The balloon was observed to be lopsided during filling. There was no patient involvement. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be performed. The cause of the reported condition could not be determined based on the information available. If additional relevant information is obtained, then a follow-up MDR will be submitted.